Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Reasonable evidence suggests this lead exhibited a malfunction. Attempts to obtain additional information were unsuccessful. This lead was successfully replaced. No additional adverse patient effects were reported.